Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec-3890lk is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the objective lens was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, we confirmed that the lcb broken, the bending rubber leaky, the lg cable buckled, the suction channel buckled, the lg prong corroded, the electrical connector corroded, the ift leaky, the body cover grip leaky, the lg prong top leaky, the root brace rubber cut, the lcb distal cover glass dirty, the air/water nozzle loosened and the segment loosened; however, they are not the main cause, and/ or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.